Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had no stimulation sensation for the past 3 months. Impedances were greater than 4000 ohms on all of the unipolar and bipolar pairs. Reprogramming was done, but stimulation was still not felt (up to 10 volts). It was further reported that a revision of the leads was discussed, but no action had been taken. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3487a, lot # l72534, implanted: (B)(6) 1999, product type lead; product ID 7495-25, serial # (B)(4), implanted: (B)(6) 1999, product type extension; product ID 7434a, serial # (B)(4), product type programmer, patient; product ID 3487a, lot # l72534, implanted: (B)(6) 1999 , product type lead. (B)(4).